Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the insulin pump alarmed button error. The reported blood glucose reading was 114 mg/dl. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.